Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that stent thrombosis occurred after implantation of a resolute onyx rx coronary drug eluting stent. The duration between stent implantation and stent thrombosis is unknown. It is believed it was an svg.